Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed replace battery now alarm, power error and low battery alert. The power management tool confirmed replace battery now alarm, power error and low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple replace battery now alarm and unexpected power loss alarm. The customer¿s blood glucose 81 mg/dl. Customer also reported that the insulin pump had power error detected alarm. Customer also reported that customer did not received low battery alert prior to replaced battery now alarm. The insulin pump will be returned for analysis.